Manufacturer narrative:
Main investigation conclusion a direct correlation between the reported events (embolic stroke, clots in the interior of the outflow graft and inside the aorta) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The evaluation of (B)(6) did not reveal any device-related issues. The reported clots could not be confirmed through this evaluation. Evaluation of the submitted cta (computed tomography angiography) images was inconclusive for any potential device-related issues. The majority of the outflow graft assembly was not well visualized. The reported clots (interior of the ofg closest to the aortic anastomosis, inside the aorta near the anastomosis) could not be confirmed through examination of the submitted images. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header, and the distal end was returned in two segments (a middle segment measuring approximately 7.5¿, and the distal end measuring approximately 8.5¿). The modular cable was returned connected to the pump cable. The sealed outflow graft and outflow graft bend relief were returned attached to the pump cover outlet port. The cuff lock was returned disengaged. The apical cuff was not returned. The outflow graft assembly was returned with approximately 3.5¿ of outflow graft bend relief and 3.75¿ of outflow graft material. A slight lengthwise kink was observed in the outflow graft material; however, given the condition of the returned outflow graft assembly (small piece of outer wrap missing from outflow graft bend relief, distal end of outflow graft pinched/sutured, lack of tissue ingrowth into the kink), this kink appeared to have formed post-explant. This is further supported by the lvad periodic log file data that was retrieved from the device, which captured the pump operating as intended with stable mean flow values in the range of 2.8-3.7 lpm. The file contains relevant data from (B)(6) 2021 at 12:52:09 through (B)(6) 2021 at 17:53:49. No abnormal trends in pump parameters were observed. No atypical events were captured in the retrieved lvad event log file. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed residual blood but no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists stroke and peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had stroke-like symptoms on (B)(6) 2021. They were taken in for computed tomography angiography (cta) which confirmed a stroke and clot formation in the pump outflow graft. The patient had an embolic stroke. The clot was in the interior of the outflow graft closest to the aortic anastomosis. Some clot was noted near the anastomosis inside the aorta as well. The patient was having a marked inflammatory response after the first implant. The day of the explant, when he stroked, the patient's fibrinogen was 700 mg/dl and partial thromboplastin time (ptt) was 99 seconds. His initial diagnosis was myocarditis of unknown origin. The patient was taken to the operating room and underwent a total pump exchange. As of (B)(6) 2021, the patient was recovering in the pediatric intensive care unit with hourly neurology checks.